Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported complaint of sparking as the instrument passed electrical continuity testing and did not exhibit any signs of charring or arcing. The instrument was placed on an in house test system and passed recognition and engagement tests as well as a cut test. The instrument moved intuitively with full range of motion in all directions. No damage was found. Multiple attempts have been made to retrieve additional information from the hospital regarding this event, however, as of the date of this report, no response has been received. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si ovarian cystectomy procedure, sparking was observed from a source other than the tips of the monopolar curved scissors instrument(mcs) with a tip cover accessory installed. The mcs instrument and tip cover accessory were removed and replaced with an instrument of the same type. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.